Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the hcp reported that the patient was in the ICU (intensive care unit) and they believed that she was overdosing from the pump. The patient came in late last night ((B)(6) 2019) and was stable now. Per the hcp, the patient also came into the ICU in (B)(6) 2018 (exact date was unknown) as well for the same issue and a renal function decrease. After the december visit, they deceased the pump to the lowest rate. The patient was given narcan each time and they were able to stabilize the patient. After the narcan the patient would be fine and then shortly after would reach an altered state again and that was why they were thinking there was an issue with the pump. The hcp stated that they believed the patient could give themselves boluses. The hcp also stated that they did see multiple punctures over the pump site. The patient had told the hcp that they were from heparin injections, but per the hcp, that is not a location that heparin is injected. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-may-2019 from the patient via a company representative who reported that the patient¿s device system was removed because she became septic. The event date was unknown. It was noted that the patient had multiple different types of hardware in her body and it was unclear if the pump was related to her being septic. At some point, the pump had been turned down to minimum rate prior to explant; the date was unknown. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.